Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the xenon lamp failed by accident and the emergency light was turned on due to the xenon lamp failure.

Manufacturer narrative:
The issue was resolved with the assistance of olympus technical support. In troubleshooting the issue with the user facility, the reported problem could not be reproduced by the user. At the direction of technical support, the reporter replaced the main lamp and reported that there were no further reports of problems from the end users. A cause for the reported problem could not be determined.

Event description:
A user facility reported to olympus that the light source reverted to the spare lamp; the main lamp was ignited then intermittently the spare lamp would illuminate. The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.